Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding difficulty deflating the cuff. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Evaluation summary one sample returned for evaluation. Visual examination shows no sign of any defect and the stylet wire was not contained in the tubing. The returned unit inflated and deflated without any issue. The returned unit was inflated /deflated three times without any restriction noted. The reported defect could not be detected on the sample returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.